Manufacturer narrative:
During and after power up, the device would give off an unexpected white display whenever the enter button was pushed. Eventually the unit would end up returning a pump error 24 which was unable to be cleared. After further review of the device's interior, there was corrosion all along the bottom of electrical board and also inside the battery compartment. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the pump error 24 and the display anomaly. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Inserted a test p-cap into the retainer ring, and it did lock into place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump display was blank. Customer was advised to remove battery and insert battery alarm did not displayed on the pump screen. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 60 seconds and to insert new aa battery. Display did not returned after pump restart. It was also reported that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.